Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi has received the iesu for evaluation, but evaluation has not been completed as of the date of this report. .

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, monopolar energy was not working. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found no related errors. Prior to calling in, the customer had switched to the other monopolar port on the integrated electrosurgical unit (iesu), but it would stop working after. The customer tried a different instrument and power cable, but the issue was not resolved. The customer connected a third-party external generator to continue with the case. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was placed on an in-house system and was run in normal mode. The iesu failed instrument detection test on slot 4.

Event description:
Refer to h11 for follow-up information.